Event description:
The customer reported that there was blistering in the left hip. The blistering was not confirmed by a physician. Medical intervention was required (xenederm to l hip bid). No additional heart sources were used. Chest size of the pt is unk. The description of the pt was obese pt. The product was disposed of and unavailable for further eval.

Manufacturer narrative:
The product is not being returned to MFR for eval; no product malfunction is alleged. The product was disposed of and unavailable for further eval.